Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a continually present gas loss alarm. There was no patient involvement reported. Additionally, the pneumatic interface module (pim) did not pass the leak test and the fiber optic port was found to be broken.